Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received.

Event description:
It was reported that the system could not deliver the desire energy for effective therapy. System diagnostic recorded high and low impedances on the lead. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A lead experienced high impedances was reported to abbott. The device was not returned for disposal/evaluation. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.